Event description:
The following has been reported: biomed reported: I was running a test set on pump (B)(6) and after it ran for 15 minutes it started alarming. Biomed sent logs and confirmed no patient harm, no report of stopping active infusion, pins move freely and black sensor is clean. 3/20/24 - biomed reported: ran another admin test set and it completed with no issues. One of those pins was a little sticky so recleaned and it worked great. Put pump back into rotation. Preliminary evaluation of the logs showed the following: mechanical hardware failure (av sticky valve) an active infusion was delayed (per the logs). Reporting due to the referenced issue. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Per the preliminary investigation, the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. A cleaning letter was sent to customers on the proper cleaning process for cleaning the cassette loading area of the pump.